Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A visual inspection of the devices could not be performed. A relationship between the devices and the reported event could not be corroborated. There is no information to suggest the devices failed to meet specifications. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A DHR could not be performed due to no batch numbers provided. These devices are reusable devices that can be exposed to numerous surgeries and cleaning cycles. Plastics are vulnerable and crack may have initiated during use or due to the heating and cooling associated with autoclaving. A DHR could not be performed due to no batch numbers provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a thr, while impacting the cup. The black tip of the offset impactor broke. No delay reported. No patient injuries reported. An s&n backup was available. All pieces were retrieved.